Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The subject product was returned for evaluation. No crosslinked gel was inside the spray tip, indicating gel was not expressed through the spray tip. Very little gel was noticed inside the applicator housing. Both cartridges were broken at the proximal end. The face of the crimped caps (which are pressed into the inside of the applicator), were both dented, which indicates excessive force was applied to the cartridges. A dimensional inspection of the returned components did not find any anomalies. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. There are various causes that can contribute to the reported failure mode. Based on the available information and sample evaluation, root cause cannot be determined at this time.

Event description:
Addendum per follow up with contact (report): per the or nurse, the affected progel applicator was removed from the surgical field and a new assembly and a new progel applicator was used to complete the case. As reported, there were no adverse outcomes from the event.